Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to perform daily transmissions after the patient had gone through airport security control. No intervention has been performed at this time. The patient was stable.